Event description:
The customer reported that their device was showing the attention icon. After an evaluation of the device, it was observed that the internal hlc batteries were depleted which could affect the device's ability to deliver defibrillation energy. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control further evaluated the device and verified the reported issue. Physio confirmed that during testing, the device functioned normally and has been unable to determine the cause of the internal hlc battery levels dropping to "0" mah (milliampere hours). The customer has received a replacement device.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.